Event description:
Evidence of plastic damage to the upper control panel near the on/off switch of a visonaire oxygen concentrator. Fire extinguisher was used to put out fire. No injuries of damage.

Manufacturer narrative:
Examination shows melting in the area of the on/off power switch indicating the heat/burning must have originated there. There was no arcing or failure of the switch components. The burning is near the bottom outside of the switch, which can only be duplicated when the switch is exposed to fluid, most likely while cleaning the device. Airsep was told by the homecare provider that the oxygen concentrator was cleaned with a mild soap and water. The manual warns against using liquids directly on the device.